Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support. If you drop your pump or it has been hit against something hard, ensure that it is still working properly. Check that the touchscreen is working and clear, and that the cartridge and infusion set are properly in place. Check for leaks around the cartridge and at the tubing connector to the infusion set. Immediately contact customer technical support if you notice any cracks, chips, or other damage."

Event description:
It was reported that the customer dropped the pump and the cartridge became dislodged. Customer did not realize cartridge had been damaged, reinserted cartridge, and continued using pump for insulin therapy. Reportedly, customer experienced an elevated blood glucose (bg) level of 600 mg/dl and customer fell "on flat ground due to balance". Customer performed a supply change and administered a manual injection to address the issue and went to the emergency room (ER). Reportedly, ER gave customer a prescription for insulin, checked their blood pressure, and "listened to" their heart rate; no treatment was administered. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.